Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified and de novo lesion located in the distal right coronary artery (rca) that was 100% stenosed. The patient presented with severe angina. Angiography showed a totally occluded distal rca. Pre-dilatation was performed with a non-abbott balloon catheter and stenting through femoral approach with a 2.75 x 23 mm xience prime stent at 16 atmospheres. After stenting, fluoroscopy showed a proximal edge dissection which was covered using another unspecified xience prime stent. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.